Manufacturer narrative:
Repairs have not been completed.

Event description:
The account replaced the power control module on (B)(6) and at this point the bed lost functions. The unit bed was not in service at the time the board was replaced. The account found f17 and f18 fuses were open. After replacing the fuses the power came back but the bed was still not completely back together to make sure everything was working.